Manufacturer narrative:
(B)(4).no samples were returned for evaluation. The batch review found that all released product met release criteria. The reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that after adding dextrose 5% to the tpn bag, the solution appeared to be cloudy. Where in the process this was discovered is unknown; however, this report documents no patient involvement or adverse events associated with this event.